Manufacturer narrative:
Internal complaint reference: (B)(4). Comparison between intertan intramedullary nail and proximal femoral anti-rotation intramedullary nail in the treatment of unstable intertrochanteric fractures. Doi: 10.3969/j.issn.2095-8552.2021.10.026.

Event description:
It was reported that on literature review "comparison between intertan intramedullary nail and proximal femoral anti-rotation intramedullary nail in the treatment of unstable intertrochanteric fractures", 2 patients had a failed internal fixation after undergoing an internal fixation with the intertan system. It is unknown how the adverse event was treated. No further information is available.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, per subsequent e-mail, no further information will be provided. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, patient condition, and post-operative healing issue. The contribution of the devices to the reported events could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.